Event description:
Customer reported that the insulin pump had a cracked screen. He was unsure of how the damage occurred. The blood glucose reading was 194 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window and a cracked reservoir tube lip.